Manufacturer narrative:
Analysis of the returned device found that the nose cone was loose and was repaired. The alleged broken bur (unknown bur) not returned was not returned nor was a broken bur found inside the drill, therefore no evaluation performed. The drill was returned to the customer after repair. Unknown skeeter drill bur. The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported there is a broken bur inside the skeeter drill. There was no patient impact.

Manufacturer narrative:
Device has been received. Analysis is in-progress but has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported there is a broken bur stuck inside the drill. There was no patient injury or impact.